Manufacturer narrative:
Car discarded, so follow-up investigation not possible. No other similar reports received for this lot of cartridges. This appears to be a random isolated event. If additional info becomes available a follow-up report will be submitted.

Event description:
During a routine hemodialysis treatment, blood was observed exiting the post filter cap port; the clamp had been cross-clamped and a piece of the port came off. Pt became unresponsive and 2.3l of saline was administered. Pt regained consciousness and was transported to the hospital, he returned home the same day, no additional medical intervention provided. Amount of blood loss is unk. Pt's epo dose was increased on (B)(6)2011 from 7400 units 3x/week to 9000 units 3x/week.